Event description:
It was reported that there was no flow when the tcm was in the cardioplegia mode. The product was changed out and the surgery was completed successfully. No patient injury was reported.

Manufacturer narrative:
The fields service representative was unable to duplicate the reported issue. The system performed as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.